Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no allegations of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles inside the assembly. The third-party service technician observed the error code, 3 reboots occurred within 24 hours (e-045), difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds (e-050), and the software detected that raw pressure sensor reading is outside its valid window of 225 to 16274 counts for 10 seconds using up-down counter (e-0118), in the device's error log. Further assessment determined that the printed circuit assembly (pca) required replacement. The customer complaint was confirmed. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. In addition, the user interface panel needs replaced for physical damage unrelated to the reportable issue.